Manufacturer narrative:
The device was returned for analysis, and a section of the packaging was returned (original packaging not returned, only UDI label torn off returned). During visual inspection, no issues with sheath, dilator or guidewire were noted. The devices passed flushing tests. The reported allegation was not confirmed as although a section of the packaging was returned, it is considered insufficient evidence to conclude that there was a failure associated with the packaging.

Event description:
It was reported during a farapulse pulmonary vein isolation, a torflex transseptal guiding sheath was selected for use. When the staff member opened the device packaging, it was noted the front of the packaging tore abnormally. The staff questioned the integrity of the sterility of the product and decided to open a replacement kit. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported during a farapulse pulmonary vein isolation, a torflex transseptal guiding sheath was selected for use. When the staff member opened the device packaging, it was noted the front of the packaging tore abnormally. The staff questioned the integrity of the sterility of the product and decided to open a replacement kit. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.